Event description:
The account generated falsely elevated magnesium of 3 mmol/l with sample ID (B)(4) that repeated 0.8 mmol/l when using architect c8000 analyzer. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
No customer returns were available for the evaluation. The abbott technical representative (tas) reviewed the customer's instrument logs and observed a "raised prewash pressure" had occurred prior to this sample aspiration in question. Based on that and that the fact there was no evidence the sample probe had been replaced for the last few months (per the maintenance log which dated back to january 26, 2014) the tas recommended the customer replace and calibrate the architect sample probe. There have been no additional reports of discrepant magnesium results on the analyzer since this ticket was opened. A review of historical data revealed no systemic issues or adverse / non statistical trends associated with the architect c8000 and sample probe described in this complaint. The architect system operations manual provides adequate information, troubleshooting, and maintenance concerning erratic/ discrepant results. This issue was resolved through standard troubleshooting procedures. Based on the available information, no deficiency and no malfunction was identified.